Event description:
Customer's father reported via phone, the insulin pump had alarmed button error. Customer was in the rain about 30 minutes prior to the alarm occurring. Customer's father didn't know the customer's blood glucose level but current was 110 mg/dl. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.